Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. The pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). This rv lead was placed in the left ventricular (lv) port and a new left bundle branch lead was placed in the rv port. No additional adverse patient effects were reported.